Manufacturer narrative:
Corrected data: b5, b6, b7, d4 (UDI#), d5, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, e4, g2, g3, g6, h2, h11

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has a damaged screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a damaged screen.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 type of investigation, investigation findings; investigation conclusion. It was reported that during pm by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had physical damage to screen which fse replaced (0160-00-0127). On start up and testing the fse found the temperature sensor for the motor was displaying as a motor temp. The fse replaced the temperature sensor (0206-00-0734) and cable to old sensor was pulled out of coupling. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective temperature sensor. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.